Manufacturer narrative:
This lead is not expected for return as it was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not delivering pacing as expected. The patient underwent a therapy downgrade procedure. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.